Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention may take place at a later to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2022-04018. Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg to address the issue regarding recharge burden. Nothing was done on the lead. No intervention is planned on the lead at this time. Effective therapy was confirmed post op.